Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
The PICC line was inserted (B)(6) 2022 @1200, placement was check and solutions were hung. On (B)(6) 2022 @ 0200 the bedside nurse noted fluid under the PICC line dressing, she suspected the PICC was leaking and called the medical team to assess the PICC. The medical team noted the hub on the PICC line was cracked, and removed the PICC. The medical team attempted to insert a new PICC, it was unsuccess and a piv that was already in place was used to continue with solutions. Pain due to attempts to get a new PICC, unable to get a new PICC. Medications held, unable to administer medications due to incompatibility with other infusions running.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The PICC line was inserted (B)(6),2022 @1200, placement was check and solutions were hung. On (B)(6),2022 @ 0200 the bedside nurse noted fluid under the PICC line dressing, she suspected the PICC was leaking and called the medical team to assess the PICC. The medical team noted the hub on the PICC line was cracked, and removed the PICC. The medical team attempted to insert a new PICC, it was unsuccess and a piv that was already in place was used to continue with solutions. Pain due to attempts to get a new PICC, unable to get a new PICC. Medications held, unable to administer medications due to incompatibility with other infusions running.